Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were unable to establish telemetry between their implantable cardioverter defibrillator (ICD) and their remote monitor. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted the ICD had been explanted and replaced with a competitor product approximately 4 months prior to the reported telemetry problem.